Manufacturer narrative:
The reported event was confirmed. Visual evaluation noted 3 unopened clear advantage mecs were received. No obvious defects were noted. Adhesive peel test was performed. Samples were tested; samples were cut to the required width (1.00" +/- 0.05"). Adhesive peel strength was found to be out of specification (1.14-3.04 lbf), one was found to be above and one was found to be below the specification. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿to remove: the sheath may be removed by gently rolling it off the penis. Avoid simply pulling the sheath off. Removing the sheath whilst having a bath or shower may increase comfort."

Event description:
It was found that one of the returned male external catheter samples adhesive was found to be above specification.